Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: "the tubes collected are from the same donor at different time points on one day. The tube shows a clear separation of the cells from the a cellular material. The second tube seems to show that the gel separator has been compromised. Is this what is termed as hemolysis?"

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: "the tubes collected are from the same donor at different time points on one day. The tube shows a clear separation of the cells from the a cellular material. The second tube seems to show that the gel separator has been compromised. Is this what is termed as hemolysis?"

Manufacturer narrative:
Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The exact cause for the hemolysis could not be determined.